Event description:
The customer reported that the system was shutting down on its own and the left monitor would not power on. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep flashed the nodes and reloaded the nodes and calibration files. A replacement monitor was also ordered. The system was tested and found to be working as intended and put back in service.